Event description:
While the patient was at home the batteries did not work properly; they were not recognized by the controller unit. Additionally, the leds on the batteries did not turn on when the buttons on the batteries were pushed. The controller switched from one port to the second port when the batteries were well connected and charged over 25%. A "power disconnect" alarm was triggered. The batteries were replaced with no effect on the patient. No logs are available.

Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. The batteries will be returned; however, they have not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The batteries are part of a field safety notification and not a recall.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.